Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a kidney surgery, the needle broke off. It was left in place due to removal would be more harmful. Needle was confirmed on x-ray.